Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during servicing, this 980 ventilator failed the short self test (sst) with an exhalation auto zero solenoid failed message. The device was available for evaluation. While the service personnel (sp) was performing service found that this 980 ventilator failed the short self test (sst) with an exhalation auto zero solenoid failed message. Sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) for the issue. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. One ifm pcba was returned for further analysis. The part ws visually inspected with no observed anomalies. The ifm pcba was attached to the failure investigation test ventilator for analysis. During est testing, the ventilator failed the circuit pressure test with ¿inspiratory auto zero solenoid was not operational¿, code. After a thorough investigation, a faulty autozero solenoid (so1) on the ifm pcba was identified. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was determined to be a faulty autozero solenoid (so1). The serial number of the ifm pcba is in the scope of an existing internal corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing, these 980 ventilators failed the short self test (sst) with an exhalation auto zero solenoid failed message. The ventilator was not in use on a patient at the time of the reported event.